Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep was unable to fix the problem. No add'l service info was provided.

Event description:
The customer reported that the collimator iris would not function properly. No pt injury was reported.